Manufacturer narrative:
An event of arrhythmia, device embolization to the left ventricle from the left atrial appendage and removal of the device was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that on (B)(6) 2023, a 22mm amplatzer amulet left atrial appendage occluder was chosen for implant using a 12f amplatzer torqvue 45x45 delivery sheath. It was reported that the device was appropriately sized in accordance with the instructions for use (IFU) with preoperative computed tomography (CT) scan and intraoperative transesophageal echocardiography (tee). On CT scan, the ostium measurement on average was 29.6mm, landing zone average measurement was 21.4mm, and depth was 17.9mm. During the procedure, the device met the "close" signs and had a negative tension test for device migration prior to release from the delivery cable. On (B)(6)2023, the patient developed ventricular ectopy. The patient was also showing frequent non-sustained ventricular tachycardia (nsvt). Patient was placed on amiodarone drip. An echocardiogram revealed that the device had embolized from the left atrial appendage to the left ventricle. The device was entrapped in the mitral valve leaflets and chordae tendinae. There was no obstruction of flow or hemodynamic compromise. The patient was transferred to the cardiac intensive care unit (ICU). The patient was brought to the catheter lab, and various catheters and snares were attempted to retrieve the device out of the left ventricle, left atrium, or left ventricular outflow tract without success. The patient was stable, and the decision was made to send the patient for cardiac surgery to remove the embolized device. The patient was placed on heparin drip. The device was explanted in open heart surgery on (B)(6)2023. There was no damage reported to any cardiac structures due to the device, and the leaflets were intact and no chordae were ruptured. A ligation was performed on the left atrial appendage. The patient's hospitalization was prolonged, and the patient was discharged home on (B)(6)2023. The root cause of the device embolization was unknown.

Event description:
It was reported that on (B)(6) 2023, a 22mm amplatzer amulet left atrial appendage occluder was chosen for procedure. It was reported that the device was appropriately sized in accordance with the instructions for use (IFU). During the procedure, the device met the "close" signs and had a negative tension test for device migration prior to release from the delivery cable. On (B)(6) 2023, the patient developed ventricular ectopy. An echocardiogram revealed that the device had embolized from the left atrial appendage to the left ventricle. The patient was transferred to the cardiac intensive care unit (ICU). The patient was brought to the catheter lab, and various catheters and snares were attempted to retrieve the device out of the left ventricle, left atrium, or left ventricular outflow tract without success. The patient was stable, and the decision was made to send the patient for cardiac surgery to remove the embolized device. A ligation was performed on the left atrial appendage. The patient status was unknown.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.